Event description:
It was reported that an employee injured their back during unloading due to an issue with the powerload, though specifics have not been provided. No harm was reported to have occurred to the patient.

Event description:
It was reported that an employee injured their back during unloading due to an issue with the powerload, though specifics were not provided. No harm was reported to have occurred to the patient. Multiple attempts were made to obtain more information from the customer but these were not responded to.

Manufacturer narrative:
The section h codes have been updated to reflect the completed investigation. Though initially reported as a serious injury, the investigation identified that this was most likely a minor injury. H3 other text: device not made available by customer.